Event description:
A complaint was received low sensor scan while wearing the adc device. On (B)(6) 2022, the customer obtained a scan of 40 mg/dl compared to a blood glucose test of 80 mg/dl, in which the customer stated they experienced dizziness and lost consciousness, however then self-treated with 5 units of insulin and drank water. No third-party medical treatment was reported. Please note that the treatment of insulin is not consistent with a sensor scan of 40 mg/dl and a glucose test of 80 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.